Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph).according to the complainant, an unknown rectal temperature monitor(rtm) malfunction occurred during procedure.several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4): device not returned.